Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 740668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and abnormal uterine bleeding. Concurrent conditions included adhd since 2016, blood pressure abnormal since 2009 and overweight. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced back pain ("back pain/lower back pain"), heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), alopecia ("other injuries/symptoms : hair loss"), nausea ("other injuries/symptoms : nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pain in extremity ("leg pain") and was found to have weight increased ("other injuries/symptoms : weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("other injuries/symptoms : fatigue"), headache ("other injuries/symptoms : headaches") and visual impairment ("other injuries/symptoms : vision problem") and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, female sexual dysfunction, abdominal pain, back pain, heavy menstrual bleeding, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, dysmenorrhoea and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, nausea, pain in extremity, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date: (B)(6) 2011. Current weight as of (B)(6) 2019: 250 lbs. Approximate weight at the time of essure placement 185 lbs. Trailing coils: left 0 (device retracted) right 3 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result : total bilateral occlusion.. Lot number:740668 manufacturing date:2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 740668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and abnormal uterine bleeding. Concurrent conditions included adhd since 2016, blood pressure abnormal since 2009 and overweight. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced back pain ("back pain/lower back pain"), heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), alopecia ("other injuries/symptoms : hair loss"), nausea ("other injuries/symptoms : nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pain in extremity ("leg pain") and was found to have weight increased ("other injuries/symptoms : weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("other injuries/symptoms : fatigue"), headache ("other injuries/symptoms : headaches") and visual impairment ("other injuries/symptoms : vision problem") and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, female sexual dysfunction, abdominal pain, back pain, heavy menstrual bleeding, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, dysmenorrhoea and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, nausea, pain in extremity, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date: (B)(6) 2011. Current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Trailing coils: left 0 (device retracted) right 3 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result : total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 1-oct-2021: mr received : case category updated to serious incident. Reporter information , relevant history and removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.